Event description:
The manufacturer received product performance data and it was noted that the ventricular assist device (vad) had a motor start event with very high power consumption, which is a marker utilized during equipment troubleshooting in events potentially requiring a pump stop. Further evaluation and troubleshooting revealed that the associated high power consumption motor start was paired with low impedances and occurred after the "clear logs" command was sent to the controller. High motor start power with low impedances is usually associated with motor starts on motor fixtures and not a vad. The "clear logs" command is entered on the controller after it has completed its receiving and inspection burn in process and should clear these data entries. For this occurrence, it appears that the entry was not removed from the controller's data. The vad and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Brand name: heartware ventricular assist system ¿ controller 2.0; model#: 1420; catalog#: 1420; expiration date: 31-jul-2023; serial or lot#: (B)(4); device available for evaluation: no; device evaluated by MFR: no, device evaluation anticipated, but not yet begun; mfg date: 06-jul-2022; labeled for single use: no; (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump (B)(6) and the controller (B)(6) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Review of event log file revealed a controller power up with an associated motor start logged on 31-aug-2022 at 13:27:02. In addition, review of the event log files revealed power consumption above the normal operating range during the motor start logged on 31-aug-2022. Review of the device¿s inspection plan documentation revealed that controller log files recorded on aug/2022 were logged during the receiving inspection. During receiving inspection, the controller's log files are set to default, which deletes data recorded in the alarm and data files. Review of the event log file revealed set default commands logged on 31-aug-2022 prior to the controller power up event, indicating the set default commands were not properly performed by the operator. As a result, the reported event was confirmed. There is no evidence to sugg est that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported event can be attributed to improper handling of the device during the receiving inspection process. Additional products: con418513 h3: yes h6: FDA method code(s): b14, b15, b17 h6: FDA results code(s): c16 h6: FDA conclusion code(s): d0302 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.